Manufacturer narrative:
During investigation a reportable malfunction was found. The rear response button was non-functional. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.